Event description:
While attempting to final tighten the hook. The set screw popped out after what appeared to be head splay. Hook was replaced with second hook and same thing happened again. After replacing the hook the third time. The third hook was successfully tighten. After post operative inspection you can see that it wasn't head splay but actually two of the threads of the hook broke off.